Event description:
Customer reports that during training session device displayed fault condition, no reported pt involvement. Service rep duplicated reported condition. The device was repaired and proper operation was confirmed.